Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (bent pins) has been confirmed. As received, the battery was unable to latch securely into the monitor. The cause for the failure was isolated to a bent pin 2 in the battery connector, causing the fault. The root cause for the bent pins could not be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
Battery pack has been returned from distributor for bent pins.